Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 62 colony forming units (cfus) of pseudomonas fluorescens, klebsiella (ex. Enterobacter) aerogenes. The device was retested on (B)(6) 2025, and tested positive for 100 (cfus) of enterobacter cloacae complex, micrococcus species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional results of the final investigation. Updated fields: g1, h6, h11. The service history of this device was reviewed, and the previous repair did not reveal failures that could be the cause of the reported contamination.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: 3cfu, bacterial identification: staphylococcus epidermidis, levures, micrococcaceae. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.